Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation around the patch area. The patient reported the skin was red, broken, and itching. It was reported the patient had sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient used clotrimazole for the irritation and was advised to remove the device until the area heals from the patient's healthcare provider. Outcome of the irritation is unknown.